Manufacturer narrative:
The following devices were also listed in this report: device name: unknown 36 +7.5 ceramic head; cat#: unknown; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding left hip revision due to instability involving an unknown implant 36e liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: it was reported that the patient had a left hip revision due to instability. Insert and ceramic head were replaced with a constrained liner and 22.2 +3 metal head. No further information available due to hospital policy.